Event description:
Device issue: difficult to remove. Time of device issue: during the procedure. Adverse event: foreign body left in pt. Onset of adverse event: during the procedure. It was reported that during an interventional procedure of the circumflex and second obtuse marginal artery the balance middleweight universal guide wire (bmw) became prolapsed in the anatomy and while attempting to reposition the guide wire a "knot" was formed in the tip. The physician attempted unsuccessfully to remove the knot by retracting the guide wire; several non-abbott devices were also used without success in an attempt to straighten out the guide wire tip. After much manipulation and various device exchanges, the bmw became caught in the lesion. The pt was in stable condition but was transported to a second facility where the pti procedure was continued. The pt was transported with a left sheath, guide catheter, and guide wire in the descending aorta. Pt was on integrillin and angiomax. The angiomax was stopped and the integrillin and heparin was continued. On arrival it was noted that the left main system showed a clot; additionally, per the abbott clinical viewing a cine at the facility, it showed no flow down the circumflex and left anterior descending artery (lad); the pt coded and cardiopulmonary resuscitation (CPR) was given. The lad was re-accessed with a guide wire and a balloon catheter was advanced past the clot and then inflated. The clot was removed with the balloon and without an extraction catheter. Intercoronary integrillin was given. A cutting balloon catheter was used to cut the bmw, leaving the knotted piece/fragment in the vessel. The fragment was ballooned and stented over. The pt was taken to ICU. The interillin was discontinued on (B)(6)2010; the pt remained hospitalized. No add'l info provided.

Manufacturer narrative:
(B)(4)